Manufacturer narrative:
An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per the investigation, I see from database and data calendar, patient did change the time in the pump to older date(instead of 2025, they added 2024 as current date) and this time change happened in (B)(6) 2025. Patient has to change the time in the pump to current date and start upload to see the updated data calendar in reports page and they can generate from now on. Presume that the data will not be available to generate (overlap data). So, only they can generate current date once they change and upload the pump the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event by the user. We are proceeding to close this ticket as we have not received any response despite multiple requests from helpline. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as they couldn't able to generate report till july 19. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per the investigation, I see from database and data calendar, patient did change the time in the pump to older date(instead of 2025, they added 2024 as current date) and this time change happened in march 2025. Patient has to change the time in the pump to current date and start upload to see the updated data calendar in reports page and they can generate from now on. Presume that the data will not be available to generate (overlap data). So, only they can generate current date once they change and upload the pump the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event by the user. We are proceeding to close this ticket as we have not received any response despite multiple requests from helpline. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.